Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown triathlon insert; cat/lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
An operative report was provided for a revision of the patient's right knee due to patellofemoral instability and pain. A femoral component and insert were revised to a femoral component with stem and augments, and a new insert.